Event description:
Health professional reported potential removal of a lap-band due to infection of the patient's abdominal cavity. The report declined to provide any additional information.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint refused to provide any additional information. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."